Event description:
It has been reported to philips that the wireless footswitch was not connecting to the allura system. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was not connecting to the system. Upon some functional test fse found that wi-fi indicator was red and battery indicator in green and the wireless footswitch have connectivity issue with the base station. Fse replaced the wireless footswitch and base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction /field safety corrective action (z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.